Event description:
During product evaluation, failure code 703:00 was found in the pump's event history. It is unknown when this failure code occurred or if there was any patient injury or medical intervention necessary. No additional information us available.